Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the pt received a tka on (B)(6) 2012. On (B)(6) 2013, the pt was revised due to a valgus condition. The surgeon noted that the valgus condition was due to the pt's abnormal anatomy.